Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the ins battery dying in 6 hours/depleting more quickly than before wasn¿t determined. The rep reported that no actions/interventions were taken to resolve the issue. The rep reported that the patient stated the issue didn¿t happen again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins battery only stayed charged for approximately 6 hours from 100% when off cycling which the patient stat ed was far less than other times they had been off cycling with staying at the same amplitude. The patient stated the ins battery went into red and shut down. The rep said the amplitude was at 5.8ma but the pulse width and rate were unknown. There were no known factors that may have led to the issue. The issue was not resolved at the time of the report. The rep said they would see the patient on (B)(6) 2019 to check the ins. No symptoms were reported. No further complications were reported/anticipated.